Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed autofill failures in the event log but was not able to reproduce the reported event. As requested by the customer, the company representative replaced the drive manifold (part number 0104-00-0018) and the absolute pressure transducers (part number 0682-00-0076-01). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The parts replaced were returned to the manufacturing facility at (B)(4). The failure analysis performed on the transducer identified with number (B)(4) could not confirmed the failure, however the analysis performed on the transducer identified with number 10 h9353 confirmed the failure. The root cause of the electrical test failure code number 53 is attributed to the transducer. The event due to the transducer has been addressed and corrective actions has been implemented via a CAPA. The corrective actions were implemented after the transducers were used in the manufacturing of the iabp unit. The evaluation performed on the drive manifold confirmed the failure and was related to sticky valve k6. Corrective actions from this has been implemented via a CAPA. The corrective actions were implemented before use of the drive manifold in the manufacturing of the iabp unit. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "maintenance required code number 3" (balloon transducer offset failure) alarm followed by an "autofill failure" alarm followed by a "leak in iab circuit" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.